Event description:
During a performance maintenance inspection, the customer reported that the device logged a fault code in the memory relating to the pacing function. Further evaluation of the removed assembly (after the device repair) at physio-control observed a critical failure impacting defibrillation therapy, the positive portion of the biphasic ECG waveform was altered. There was no pt involvement associated with the event.

Manufacturer narrative:
(B) (4): physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly at the failure analysis center and determined the cause of the failure to be a missing filter, designator fl29.